Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The inspected the instrument and determined the carbon bridge needed to be replaced. The fse replaced the carbon bridge which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of false low sodium (na) patient results on their unicel dxc 600 pro synchron system. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.